Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received by alcon france. At this time the device is in transit to alcon us, fort worth for evaluation. Batch records were reviewed for lot 174216f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 174216f met all release criteria prior to product release. There are no similar reports for this lot. Additional information was requested via mail on 07/09/2010 and 07/27/2010. (B)(4).

Event description:
Adverse event(s): "keratitis" (keratitis); "abscess" (abscess); "decreased visual acuity" (vision, impaired); "photophobia" (no code available); product problem(s): "achromobacter xylosoxidans" (bacterial contamination of device). A consumer's mother reported her (B)(6) daughter experienced keratitis, abscess, decreased visual acuity and photophobia following the use of this product. She noted her daughter has used this product for many years without any problems. She stated her daughter went to her ophthalmologist who requested cultures of the contact lenses and solution. The mother reported on (B)(6)2010, the culture results revealed growth of achromobacter xylosoxidans bacteria. She stated her daughter was treated with an antifungal antibiotic, an ophthalmic antibiotic, a combination antibiotic steroid, and an antibiotic ointment. She reported her daughter's condition has slightly improved.